Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly in a nursing facility and lost consciousness prior to passing. Ems was called and the patient was transported to the hospital where she passed away. On the day of passing, the patient received two inappropriate treatments during asystole at 8:22:56 pm and 8:23:22 pm . Oversensing of low-amplitude cardiac signal contributed to the false detection. The post-shock rhythm for both treatments was also asystole. The response buttons were pressed after the second treatment was delivered. The response buttons functioned appropriately. At 8:25:22 pm, the patient's ECG shows asystole with CPR artifact. The electrode belt was disconnected at 8:27:02 pm. There is no indication that the inappropriate treatments caused or contributed to the patient's death as the patient was already in a non-treatable, non-life-sustaining rhythm prior to treatment.